Event description:
It was reported by the pt that she underwent total his arthroplasty in 2008. Since then she has experienced pain in the groin area. A bone scan revealed loosening of the cup and her surgeon has recommended that she have a revision of the durom cup, which procedure is not scheduled at this time.

Manufacturer narrative:
Info was forwarded from the owner establishment, which markets the devices in the u.s. Associated components: product name: head adapter m/o; 12/14-18/20, ref number: 01.00185.146, lot number: 2428529. Metasul large diameter head, 01.00181.480, 2414137.